Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown surgery, the tissue pad was damaged and fell off. The broken pieces were retrieved and no pieces were left inside the patient. The fallen piece was retrieved via trocar with forceps. Another device was used to complete the case. There were no adverse consequences to the patient.